Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was no suction from the pleur-evac. The orange indicator did not go up whereas at the time of the suction all the tubing was set up properly. Clinical consequences: poor drainage from pleural effusion at the time; no other consequences for the patient and there was only one patient involved. The incident happened just after the device was connected to suction.

Event description:
It was reported that there was no suction from the pleur-evac. The orange indicator did not go up whereas at the time of the suction all the tubing was set up properly. Clinical consequences: poor drainage from pleural effusion at the time; no other consequences for the patient and there was only one patient involved. The incident happened just after the device was connected to suction.

Manufacturer narrative:
(B)(4). The device history record of the product a-6000-08lf batch number 74k1900063 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance related to the issue reported was issued. DHR shows that the product was assembled and inspected according to our specifications. No functional inspection can be performed since the defective sample is not available for evaluation. However, as an additional test, functional inspections were performed to 20 production samples of code a-6000-08lf batch 74b2001143 that were taken randomly from assembly line. During the inspection no issues or discrepancies were found than can lead to the condition reported by the customer. See attached inventory inspection record. No conclusion can be established at this time based on the lack of defective of sample. It is necessary the physical sample to perform a properly investigation. If the product sample becomes available this complaint will be reopened. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results.